Manufacturer narrative:
This pacemaker remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this patient, who has this pacemaker, was admitted to the hospital due to feeling pain around the device pocket, and experiencing shortness of breath. It was observed this patient still had a pleural effusion from the implant procedure. The decision was made to change this patient's medications. There were no additional adverse patient effects reported.

Event description:
Subsequently, additional information was received that the pericardial effusion resulted from a perforation of the right ventricular (rv) lead. It should be noted this rv lead was a competitor's product.